Manufacturer narrative:
The field event of noise was not confirmed due to the lack of information as programmer printouts or field session records were not available. Device interrogation showed that the non-communication was not hardware related. The device was able to communicate when powered with a bench supply. The device, however, powered on reset (por) during testing nd an image and programmer printouts were not able to be recovered. After the por, the device was able to communicate with the programmer when powered with its battery. The non-communication anomaly was lost during analysis and the cause was not determined. Bench testing was performed and no noise was seen. The causes of the noise was not determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed noise on the atrial and ventricular channels when it was interrogated before implant while in the box. The device was connected to the leads and still showed noise on both channels. The physician decided to replace the device. The patient was stable before, during, and after the procedure.